Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The impella device was not returned for investigation. Data log were reviewed finding motor current spikes and many suction alarms occurred during impella support and the time of flow issue occurred. The cause of low pump flow most likely was biomaterial ingestion. Added- h6 impact code 4627 d4-updated model number g1-updated MFR site name and address.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-08600 was provided in sections b1, b2, b5, h1, and h6.

Event description:
It was noted the patient care was withdrawn and the patient expired while on impella cp support. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the death outcome. The patient's peri-procedural condition was critical.

Manufacturer narrative:
The impella device was reportedly discarded by the customer and therefore,¿an evaluation of the device will not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure which triggers the ¿purge pressure high¿ alarm message could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The user facility reported a 67-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient had impella cp support due to having a papillary muscle rupture. While on support there were persistent suction alarms. The pump was unable to flow higher than p-1. The pump was explanted and it was noted that biomaterial was present on the inlet cage. The pump was discarded. Reportable due to low pump flows.

Manufacturer narrative:
Complaint device not returned for investigation. Data log reviewed: suction alarms occurred during support. No mc spike observed at the time low flow issue reported. A few quick resolved impella position alarms in ventricle observed. The root cause of the low pump flow issue cannot be determined since the complaint device not available for analysis and insufficient data provided. As the necessary information was not provided, the root cause of the vt/vf was not determined. The following information was updated on manufacturer device report 1220648-2024-08600 to reflect the additional information that was received. B2: updated to death and date of death to reflect additional information received. B5: updated with additional information received h1: type of report updated to death. H6: health effect - impact code 1802 added.

Event description:
Additional information received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured worsening of cardiogenic shock with a "remote (unlikely) related" relationship to the impella device used: ¿after impella not flowing, map trending down, pressors requirement increasing. Decision to remove impella cp and place iabp. After returning from cath lab patient with poor prognosis, as per cts and hf cardiac support should be withdrawn, patient's son agreed. ECMO and iabp turned off by perfusion. Extubated by rt. Patient declared deceased at 11:23 pm.¿. The patient outcome was fatal.